Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the posterior descending artery that was heavily calcified, heavily tortuous, and 90% stenosed. A 2.25x18mm xience skypoint drug eluting stent (des) was advanced but could not cross the anatomy to reach the target lesion. During removal, difficulty was met with the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.